Event description:
Gelfoam was used in 4 pts who underwent spinal surgery. This report refers to pt #2 (no case was created for pt #4 as they did not use gelfoam as mfg by pfizer). Pt (age unknown), with a medical history of diabetes, underwent lumbar disc surgery in 2000. Gelfoam (gelatin) (formulation not provided) was used during the course of the surgery. Shortly after their surgery they were diagnosed with a severe and life-threatening infection (site not specified). The outcome of the event was not reported. Gelfoam was the subject of class I recall by the FDA. The FDA recall was prompted by the finding that certain batches of gelfoam contained aluminum fragments.